Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination and functional testing of the returned device confirms the reported event that the handle does not lock down on the broach. The overall condition of the broach handle suggests heavy usage as the device exhibits several gouges/scratches. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out and or misuse. Based on the evidence of heavy usage, the root cause is attributed to product wear out, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Event description:
Part # 952212500 has a loose handle and does not lock on the broach anymore. This has come loose over time and we noticed before the case started.